Manufacturer narrative:
(B)(4)

Event description:
The user facility reported a complaint to customer service on (B)(6) 2020 for "accessory stuck in scope" involving the pentax medical video colonoscope model ec34-i10l, serial number (B)(4). No additional details were provided. The customer owned endoscope was received by pentax medical for evaluation on 06-jul-2020. The endoscope was inspected by pentax medical service under service order (B)(4) and during quality inspection the technician documented "accessory stuck in primary operation channel" and the technician also documented the following inspection findings on 07-jul-2020: failed wet leak test, objective lens scratched, suction tube resistance, failed dry leak test, air/ water nozzle glue missing, image shadows, # 1 remote control button cover cracked, bending rubber leak at middle section, side body cover missing pentax name plate, bending rubber cut, primary operation channel resistance, insertion tube buckles at stage 1. The device underwent repairs including the following components: o-rings and seals, insertion flexible tube, adjusting collar, rl pulley assy, ud pulley assy, bending rubber, angle wire assy, objective lens unit pb-free, suction channel lg, pentax plate for side body cover, o-ring (1.8x19.8), remote control button(1), operation channel. During backlog review it was noted that a good faith effort(gfe) email was not initially sent, so no additional details were gathered. Model ec34-i10l, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 30-dec-2016. On 11-may-2021, a device history record(DHR) review for model ec34-i10l, serial number (B)(4) was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 20-dec-2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 21-dec-2016. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The endoscope was delivered to the customer on 24-jul-2020 under delivery order (B)(4).